Manufacturer narrative:
Manufacturing lot build review:a review of the mfg. Lot build database for the reported lot# 3293928 (mfg. 07/2016) showed (B)(4) units were mfg. Tested, inspected & released. There were no exception documents generated during the lot build. Device not returned.

Event description:
Int'l. (B)(4) complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial (limited) information received reports on (B)(6) attending clinicians found four "..t.ego connectors were leaking". The involved devices were removed and replaced.". There were no reported adverse patient consequences. Although requested additional event; usage information and status of the return devices has not been responded to.

Manufacturer narrative:
Manufacturing lot build review: a review of the mfg. Lot build database for the reported lot# 3293928 (mfg. 07/2016) showed (B)(4) units were mfg. Tested, inspected & released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded minor component damages where there was evidence of seal tearing below the top rim and adjacent to the thread post. Previous investigations of similar component damages/anomalies have identified the characteristics of these types of component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations). Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector did not leak, passed acceptance criteria.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial (limited) information received reports on (B)(6) attending clinicians found four "..tego connectors were leaking". The involved devices were removed and replaced.". There were no reported adverse patient consequences. Although requested additional event; usage information and status of the return devices has not been responded to. This is the mfgers. Follow up report to provide additional information and device return investigation findings.